Event description:
Report received from (B)(6) stating that svc was required for the device. During svc excessive heat on device was noted. It is unk if the device was used in surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of excessive heat on device could be confirmed. During svc the device was found to be generating excessive heat and it failed test for high temperature conditions. If additional info becomes available a supplemental report will be submitted. (B)(4).